Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced allergic reaction due to its silicone component. The patient was not having any medical intervention yet as the patient's discomfort was #2 on a scale of 1-10. Additional information was received few months later that the system was explanted due to allergy and infection. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.